Event description:
¿Case 3¿ the catheter did not pull back (i.e., the pim jaws let go; stretch and rotational instability are visible in the images, resulting in red frames, too). This catheter was retrieved for further investigation. There was some tortuosity in the lcx and om1 where imaging was performed. The data were not usable.

Manufacturer narrative:
Log review determined that the catheter failed to pull back. At acquisition start, the pim jaws released and the lens did not move, producing repeated frames and red frames from fiber stretch and rotational instability. Only one pullback was attempted. Returned-unit testing confirmed catheter functioned as designed.